Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 03/01/2026, was chosen as the best estimate based on the date that the manufacturer became aware of the event 03/03/2026. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure performed on an unknown date, under local anesthesia. A post-placement magnetic resonance imaging (MRI) found a minimal infiltration, on which a small amount of hydrogel was under the muscularis at the midgland. About 1-2 mm of hydrogel were under the outer area of the rectal wall, it did not penetrate deeply but there was an area where the rectal wall was broken. The most likely cause of the event was due to the needle body puncturing the outer wall at the midgland, even though the needle tip was in the right place. The radiation oncologist delayed the radiation treatment. The physician will do a scope in a few months as a follow up. The patient will receive external beam (eb) fractionated radiotherapy (rt).

Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure performed on an unknown date, under local anesthesia. A post-placement magnetic resonance imaging (MRI) found a minimal infiltration, on which a small amount of hydrogel was under the muscularis at the midgland. About 1-2 mm of hydrogel were under the outer area of the rectal wall, it did not penetrate deeply but there was an area where the rectal wall was broken. The most likely cause of the event was due to the needle body puncturing the outer wall at the midgland, even though the needle tip was in the right place. The radiation oncologist delayed the radiation treatment. The physician will do a scope in a few months as a follow up. The patient will receive external beam (eb) fractionated radiotherapy (rt).

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 03/01/2026, was chosen as the best estimate based on the date that the manufacturer became aware of the event 03/03/2026. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Device evaluation: the device was not returned for analysis; therefore, a technical analysis could not be performed as it remains implanted. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of "gel found in unintended site - nonvascular" and "needle stick/puncture" were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.